Event description:
Linear bha surgery was conducted at hospital in 2008. The trials for stem, neck and head were completed as planned during surgery, but the linear standard stem size 9 was subsided 4 mm when it was inserted. The reason for the subsidence was unk. Then, femoral neck trial was changed to +3.5 for trail reduction. There is a clear difference when compared the returned broach from hospital, size 9, and broach from smi's inventory, size 9. We think this difference is one of the reasons for implant subsidence.